Manufacturer narrative:
Results: the ac power inlet on the back of the pump housing was damaged, and the fuse cap and fuses were missing. Conclusion: the complaint has been evaluated. The complaint indicated that the plug on the back of the pump was broken, and subsequently pushed back into the pump. Evaluation of the returned device confirmed that the ac power inlet on the back of the pump was damaged. This type of damage typically occurs when the pump comes into contact with a hard surface, while it is still plugged in. These devices are 100% visually and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During preparation for the procedure while connecting the pump to the power cord, the socket broke and was subsequently pushed into the pump max where it became inaccessible. The procedure continued using a new pump max.